Event description:
Patient underwent a proximal humerus fracture repair on an unknown date in (B)(6) 2012. An x-ray, date unknown, revealed the proximal humeral head had failed the hardware. Revision surgery took place on (B)(6) 2013. A plate and 7 screws were removed and replaced with a competitors device for a reverse total shoulder procedure. There were no issues reported with the removal and the plate and screws were noted to be intact. This is report 1 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was an unknown date in (B)(6) 2012. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.